Manufacturer narrative:
Unit passed displacement test, rewind and basic occlusion test. No motor error alarm noted during testing. Unit was unable to prime during prime/delivery test due to moisture damage on the back pressure sensor. No excessive no delivery alarm noted during testing. The motor was tested outside of the device and passed. Unit received with cracked reservoir tube lip, minor scratched display window and missing end cap sticker.

Event description:
The caller reported that the insulin pump had multiple not delivery alarms and a recurring motor error alarm. Blood glucose level at the time of the incident was not provided. The alarm history showed that the insulin pump had three motor error alarms in the past 30 days. The caller also reported that the customer was hospitalized about six months earlier due to a non diabetes related issue. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.